Event description:
The pt was on dialysis treatment for approximately 20 minutes when the technician noted air in the arterial system. When he investigated the source of the air, it was noticed that blood was leaking from the system at the weld where the arterial transducer line meets the pump segment. The treatment was interrupted. The pt was not retransfused, losing approximately 300-350 ml of blood. A new system was hung and the treatment was restarted. The defective line was rinsed, packaged and is awaiting shipping materials so it can be returned to medisystems. Medisystems was notified of this problem. This is the 8th problem with these lines since 11/2005. All lines with this lot # were pulled from shelf.